Event description:
The pt was diagnosed as asystolic, when monitored in lead. At one time during the use, the reporter switched the device to lead ii. At this time the pt rhythm was displayed as a fine ventricular fibrillation. The device operator, noting the discrepancy between the pt rhythm displayed between the different leads, determined the attached defibrillator, through which lead is obtained, had inadvertently not been powered on.